Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that one of the pt's battery packs would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The root cause for the battery failure could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.